Event description:
It was reported that noise leading to oversensing and episodes of inappropriate automatic mode switch were observed on the right atrial (ra) lead. Provocative testing was performed and noise could not be reproduced. During device replacement for normal battery depletion, no damage was observed on the ra lead. The ra lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.